Manufacturer narrative:
The device was not returned.

Event description:
It was reported that during the procedure, the balloon catheter was not visible under the fluoroscopy. The balloon catheter was removed from the patient¿s anatomy and was prepared again. It was indicated that the patient was harmed during this procedure; however, it was not specified. No additional information was provided.

Manufacturer narrative:
The electronic device history record (edhr) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, visual, dimensional and functional testing could not be performed. In case of this complaint, there are no additional information received to this date and since there are a number of potential causes for the reported issues difficulty visualizing the balloon under the fluoroscopy and patient complication; however, as the product was not returned and a review and analysis of all available information fails to indicate an assignable cause or probable assignable cause, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported that during the procedure, the balloon catheter was not visible under the fluoroscopy. The balloon catheter was removed from the patient¿s anatomy and was prepared again. It was indicated that the patient was harmed during this procedure; however, it was not specified. No additional information was provided.